Manufacturer narrative:
The field service engineer adjusted the water pressure, the water volume for the rinse station, the reagent probe, and the rinse volume of the probe. The water quality was verified and the reagent probe was replaced. The investigation determined the service actions performed resolved the issue.

Manufacturer narrative:
Data was provided for two additional samples that had discrepant mg2 results when tested on a cobas c 303 analytical unit. Patient sample 3: the sample initially resulted in an mg2 value of 5.25 mg/dl, accompanied by a data flag and repeated as 2.14 mg/dl. Patient sample 4: the sample initially resulted in an mg2 value of 3.10 mg/dl and repeated as 2.03 mg/dl. No questionable results were reported outside of the laboratory. The investigation is ongoing. Medwatch field b6 has been updated.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the mg2 (magnesium gen.2) assay on a cobas c 303 analytical unit. Patient sample 1, tested on (B)(6)2023: the sample initially resulted in an mg2 value of 4.34 mg/dl and repeated as 1.93 mg/dl. Patient sample 2, tested on (B)(6)2023: the sample initially resulted in an mg2 value of 2,92 mg/dl and repeated as 1.9 mg/dl. No questionable results were reported outside of the laboratory. The mg2 reagent lot was 62748001 with an expiration date of(B)(6)2023.

Manufacturer narrative:
Na.